Manufacturer narrative:
The pump was received with a blank display. The problem was isolated to the remote frequency board. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, minor scratches on the display window, and a missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump display did not show anything and the insulin pump could not be used. The insulin pump will be replaced.